Event description:
Pt presented with shortness of breath and chest pain for 3 days. Also experienced orthopnea for a week and paroxysmal nocturnal dyspnea. Pt developed regurgitation. Aortic valve replacement originally done in 1982. Cardiac cath showed 4+ aortic regurgitation, mitral regurgitation and large left atrium. Surgery done.